Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes over fill unless a butterfly is used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes over fill unless a butterfly is used.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to determine a root cause for the reported issue. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.